Event description:
It was reported that during a biopsy exam, the target appeared correct, but the needle was further in the breast. The biopsy was completed successfully and no injury reported. A field engineer was dispatched to the site and determined that recalibration was needed. Once this was completed, the system was working as intended.